Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were atrial tachycardia / atrial fibrillation (af) events recorded by the implantable pulse generator (ipg) that appeared as electromagnetic interference / noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a device check, it was noted that the patient had been working on a running motor at the time of the event. The patient will continue to be monitored.